Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated lancet protrudes beyond the end cap of the multiclix device. A nurse was operating the lancet device and accidentally stuck her finger. She did not require medical attention/treatment. Customer did not provide the lot number of the device, nor the lancets. The manufacturer requested return of suspect product for evaluation.